Event description:
A us distributor contacted zoll to report that a patient developed sores on her left shoulder blade and under the left arm. The area is red and sore, but not bleeding. There was no alleged device malfunction contributing to the irritation. A nurse placed a bandage on her sore. Follow up indicated that the sores are a bit better.